Manufacturer narrative:
H3:the pump was analyzed and the dispense accuracy specification by dispensing more fluid than the programmed rate. The catheter was analyzed and visual inspection of the sutureless connector (sc) identified coring in the cup of the connector. Continuation of d10: product ID 8731sc lot# serial# (B)(6), implanted: (B)(6) 2011,explanted:(B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 135 mcg/day) and bupivacaine (3750 mcg/ml at 450 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient went in for a scheduled refill on (B)(6) 2021 and the pump showed that the reservoir should have 5.8 ml of drug; however, the pain clinic was not able to remove any drug from the pump. The pump was empty. The pump was filled with 40 ml of drug at the visit. Then two days later, on (B)(6) 2021, the patient went to the emergency room with overdose type symptoms. At that time the reservoir volume was pulled out and checked and the pump had 38 ml of drug and they were expecting more as the refill had just happened two days prior. The were no reported environmental, external, or patient factors that may have led or contributed to the issue. The pump was programmed to minimum rate (6 mcg/day). The patient was taken to surgery for pump replacement because the hcp was suspecting over infusion. During the procedure, the catheter connector would not disconnect from pump. It appeared that removing the catheter from the pump would cause damage as it would not release during the replacement procedure, so a small portion of the pump segment of the catheter was replaced during the procedure. The were no reported environmental, external, or patient factors that may have led or contributed to the issue. The new pump was programmed to 120 mcg/day. It was noted that the issues were resolved, and the hcp had no further information to provide regarding the events.